Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. No specific device failure has been reported nor have medical records been provided by the patients attorney. Review of the device history records found lot was manufactured to specification. No anomalies identified. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this t me. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2006, the patient underwent surgery for repair of an inguinal hernia. As reported, the patient's hernia was repaired with a bard/davol small oval kugel patch, reference number 0010101, lot number 43lpd216. It is alleged that on (B)(6) 2007, the patient underwent an additional surgery to remove the previously placed kugel mesh and repair the recurrent inguinal hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. No specific device failure has been reported nor have medical records been provided by the patients attorney. Review of the device history records found lot was manufactured to specification. No anomalies identified. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 11 months post implant of kugel patch patient was diagnosed with adhesions, inflammation and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions and inflammation as possible complications. This supplemental emdr represents kugel patch (device #1). An additional emdr was submitted to represent perfix plug (device #2). Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2006, the patient underwent surgery for repair of an inguinal hernia. As reported, the patient's hernia was repaired with a bard/davol small oval kugel patch, reference number (B)(4), lot number 43lpd216. It is alleged that on (B)(6) 2007, the patient underwent an additional surgery to remove the previously placed kugel mesh and repair the recurrent inguinal hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch. Addendum per additional information provided: (B)(6) 2006: patient was diagnosed with reducible left inguinal hernia thereby underwent open repair with implant of kugel patch (device #1) and perfix plug (device #2). Per operative notes, ¿there was a large direct defect encompassing the entire floor of the inguinal canal. A kugel patch (device #1) was placed in the preperitoneal space, and the repair was reinforced with a keyhole mesh (perfix plug ¿ device #2) laid across transversalis fascia. The mesh was secured laterally to the shelving edge of the inguinal ligament and medially to the conjoined tendon.¿ (B)(6) 2007: patient was diagnosed with chronic left inguinal pain thereby underwent open repair with removal of mesh (device #1 & #2). Per operative notes, ¿the previously placed mesh (device #1, #2) was densely adherent to the preperitoneal tissues and had mediated a dense inflammatory reaction along the entire length of the inguinal floor. This was dissected free and separated the mesh off the underlying fatty tissue. The mesh was removed completely from the peritoneal space.¿ attorney alleges that the patient had adhesions, pain, nerve damage and hernia recurrence.